Event description:
Reportedly, no remote alert was received following the shocks delivered by the platinium s/n (B)(6), on (B)(6)2023, as they were only found in the scheduled transmission of (B)(6) 2023 and not labeled as critical. The alerts are set to be sent following each shock delivered, and the remote monitoring remained connected in the meantime.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, no remote alert was received following the shocks delivered by the platinium s/n (B)(6) on (B)(6) 2023, as they were only found in the scheduled transmission of (B)(6) 2023 and not labeled as critical. The alerts are set to be sent following each shock delivered, and the remote monitoring remained connected in the meantime.